Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the basal history appeared to be inaccurate with the current basal program due to the user manually changing the basal segment of 0.40 units per hour from 04:00 to 03:00. The last bolus delivery was a 2.45 unit normal bolus. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering accurately within the required range. The pump was exercised for 24 hours with a 2.0 unit per hour basal rate at end of testing the basal history correctly showed 2.0 units and the total daily dose showed 48.0 units. No alarms or power on reset events occurred during testing. No hypersensitive or stuck keys were observed on the keypad. The alleged basal history recording defect was unable to be duplicated during testing.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging that on (B)(6) 2018, the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 600 mg/dl with nausea and symptoms suggestive of dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that the patient¿s blood glucose was corrected using boluses from the insulin pump; however, the blood glucose would elevate again within a few hours. The reporter alleged the pump was not delivering basal insulin as programmed. The basal history does not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.